Event description:
The customer(s) returned the cardiovascular perioperative autotransfusion system for repair due to fluid ingress. Fluid ingress resulted in electronic failure due to short circuit. No patient or operator injury was noted in the service/complaint records.